Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Additional information including patient's demographic requested, but was not provided.

Event description:
It was reported that the IV tubing set cracked. This was noticed when the rn flushed the IV tubing line after a lasix infusion.

Manufacturer narrative:
Correction: h6 device code changed to 1135.

Event description:
It was reported that the IV tubing set cracked. This was noticed when the rn flushed the IV tubing line after a lasix infusion.